Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to vegetation on the leads. It was noted that the patient had a chronic knee infection. No further patient complications have been reported as a result of this event.